Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-18408, 1627487-2021-18410. It was reported the ipg was unable to communicate with external devices. The patient has not recharged or used the ipg as instructed due to ineffective therapy. Diagnostics showed the patient's leads migrated and the ipg was deemed inoperable. In turn, surgical intervention was undertaken wherein the ipg and leads were explanted and replaced to address the issue.